Manufacturer narrative:
Common device name: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Concomitant medical products: serial #: (B)(4), category #: 200-07-32 - advanced patella 32mm 3 peg implant, serial #: (B)(4), category #: 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, serial #: (B)(4), category #: 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm,- recall device. The revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation.

Event description:
It was reported that a 66 yo female patient, initial right knee implanted on (B)(6) 2018, underwent a revision procedure on (B)(6) 2023, approximately 4 years 11 months post the initial procedure. The patient complained of pain. Loose femur indicated. The patient was last known to be in stable condition following the event. No device returns anticipated. Chain of command - due to recall hospital will not release.

Manufacturer narrative:
G: corrected reporter name to (B)(4) and added address and email address. H6: added clinical codes: 2094, 4849, 2377.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."